Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported that a sensation snare was used in the intestinal tract for an endoscopic polypectomy performed on (B)(6) 2026. During the procedure the snare loop presented issues positioning around the polyp and could not cut it. Procedure was completed with an alternative snare. There were no patient complications reported as a result of this event.